Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a bard pelvitex polypropylene mesh was implanted into the patient. It was reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy and bilateral salpingo-oophorectomy due to urinary incontinence and uterovaginal prolapse. The patient experienced recurrence and infection. On (B)(6) 2007 the patient underwent mesh revision due to recurrent cystocele and apical anterior vaginal prolapse. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection and painful sexual intercourse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, burning sensation and urinary tract infection. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy and perineorrhaphy.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior repair.